Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing difficulty charging the pump. Subsequently, the pump shut off due to low battery power. The customer's blood glucose level was 85 mg/dl. Reportedly, the customer was able to charge the pump successfully using an alternate usb cable. The customer reloaded the cartridge and resumed insulin therapy.